Event description:
It was reported that 4-8 bd nano¿ 2nd gen pen needles were difficult to prime. The following information was provided by the initial reporter: consumer reported when pressing on the lantus dose button during injection finding dose button gives a slight move, then it stops. Does not allow insulin to flow out on 4-8 pen needles from this box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications

Event description:
It was reported that 4-8 bd nano¿ 2nd gen pen needles were difficult to prime. The following information was provided by the initial reporter: consumer reported when pressing on the lantus dose button during injection finding dose button gives a slight move, then it stops. Does not allow insulin to flow out on 4-8 pen needles from this box.